Event description:
(B)(4) refer to same case. The first reload- tegia60axt (B)(4) was loaded into the idrive, cannot be fired when activated, then load another tegia45avm (B)(4), the same happens and both reloads were removed from idrive by force. Patient involved w.o injury. (B)(6); male.

Manufacturer narrative:
(B)(4).